Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, an arc resulted and caused extended tip to melt and generated a small flame on the cautery extended tip when the doctor activated the cautery pencil on the tissue which was between a forceps metal instrument. The surgeon removed the pencil immediately from the surgical site and requested a new pencil and extended tip. The procedure finished successfully. Operating time was not extended. The generator settings during this procedure were low at 35 cut (pure) and 40 coagulation (fulgurate). There was no patient injury.